Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds and no capture were noted on the right ventricular (rv) lead post operatively. The lead was explanted and replaced. No patient complications have been reported as a result of this event.